Event description:
User received erroneous sodium results for one patient sample. Initial result 125 mmol/l, repeat result 138 mmol/l. Erroneous results was reported and the doctor requested repeat testing as initial result did not match what was expected. Patient was not adversely affected. The field service representative could not verify an exact cause, but noted incorrect o-rings were found installed below the mixtower and excessive particulate matter was found in the activator material. He replaced the o-rings and the activator material. Performance tests were performed.